Event description:
It was reported that pt had mrs proximal tibial index surgery in 1998; it was revised in 2007 for disease progression. In 2008, pt reported clunking noise and reduced rom in knee, while biking. Clinical evaluation indicated the bumper had been displaced anteriorly. At surgery, the bumper was floating free in the knee- the axle, bushing & bumper were replaced, but when assembled intra-operatively, the bumper was still loose fitting. The tibial rotating component & tibial poly insert were then also changed and the new bushings, bumper and axle re-assembled.